Event description:
It was reported to gore a gore® excluder® aaa endoprosthesis (rmt281414 and pxc141000) was implanted on (B)(6) 2014 in order to treat an abdominal aortic aneurysm measured 60 mm. Due to a type 1a endoleak with an onset date of (B)(6) 2022, the patient received a proximal extension using a gore® excluder® aaa endoprosthesis (aortic extender endoprosthesis pla320400) on (B)(6) 2022. On the follow-up exam on (B)(6) 2022, the abdominal aortic aneurysm of 66 mm was measured. All follow-up exams thereafter measured a decrease of the aneurysm size (55 mm as of (B)(6) 2024).

Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® aaa endoprosthesis (pxc141000, sn (B)(6)). The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. H3 other code: the device remains implanted in the patient. Therefore, a device evaluation could not be performed. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected h6: code b13 was inadvertently entered and should be removed. Updated investigation findings code to c24, code c19 was inadvertently entered and should be removed.